Manufacturer narrative:
No product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use IFU or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the complaint will be reopened for further investigation. A device history record DHR review was not conducted as a review of the information provided by the customer does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported that a patient's pump is alarming for no disposable. The patient was instructed to hit the start and stop button to silence alarm, the settings were reviewed and the pump was powered off. The clamp was closed and the cassette was removed. The patient was instructed to gently tap the cassette to disperse air bubbles in the line. When the cassette was replaced and the pump was powered on, the alarm continued. The pump was powered off and the cassette was removed and gently tapped. The line was massaged to disperse air bubbles. Again after replacing the cassette and powering the pump on, the alarm continued. The pump was powered off and the clamp nearest to the port was closed. The patient was instructed to call the clinic for further instructions. No patient injury was reported.